Manufacturer narrative:
E1: patient city: (B)(6). Patient country : the united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom on (B)(6) 2024, patient faced tubing detachment from infusion set. The infusion set was in use for 2 days. No further information available.